Event description:
Boston scientific was notified that during a procedure the physician thought that the coil was delivered after the usual signal, but it was not, so the microcatheter was ejected from the aneurysm. The physician decided to stop the procedure. The condition of the pt was not affected by this event.